Event description:
On 9/30/76 device was implanted. On 5/1/77 and 1/8/81 the cylinders were revised. On 9/26/84 the cylinders and pump were revised. On 9/15/86 the pump and reservoir were revised. On 2/11/87 the reservoir was revised. On 5/15/96 the device was removed from the pt and another device implanted due to fluid loss.